Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, infection, mobility. Loss perhaps because of open healing with gingiva former.